Manufacturer narrative:
Concomitant medical products: 218775c lead, implanted (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient many years after the fact that their cardiac resynchronization therapy pacemaker (crt-p) indicated two years remaining longevity at a follow-up visit. At the next follow-up the ipg was not working according to the patient and was explanted and replaced. The ipg was now returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.